Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable pulse generator was suspected to be depleting prematurely as the estimated remaining longevity has decreased by two years in the past six months. The caller noted this appeared more rapid than previous checks; however, outputs appear normal and minimal interrogations have been performed. A request was made to have technical services analyze data from this device. The results of the data analysis are unknown at this time. The device remains in service and there is no evidence to suggest device replacement has been scheduled at this time. No adverse patient effects were reported. It was reported that this device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable pulse generator was suspected to be depleting prematurely as the estimated remaining longevity has decreased by two years in the past six months. The caller noted this appeared more rapid than previous checks; however, outputs appear normal and minimal interrogations have been performed. A request was made to have technical services analyze data from this device. The results of the data analysis are unknown at this time. The device remains in service and there is no evidence to suggest device replacement has been scheduled at this time. No adverse patient effects were reported. It was reported that this device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable pulse generator was suspected to be depleting prematurely as the estimated remaining longevity has decreased by two years in the past six months. The caller noted this appeared more rapid than previous checks; however, outputs were normal and minimal interrogations had been performed. A request was made to have technical services analyze data from this device. The results of the data analysis are unknown at this time. The device remains in service and there is no evidence to suggest device replacement has been scheduled at this time. No adverse patient effects were reported.